Event description:
It was reported that during an lsh procedure the active blade broke during transection of the cervix. The blade fell into the patient, but was retrieved thru the trocar. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.